Event description:
Patient was undergoing retropublic prostatectomy. Surgeon was using coagulating forcep to cauterize small bleeding vessels through abdominal incision. The forceps touched the side of incision causing five pencil eraser sized burns to the skin. The forceps were permanently removed from use. The insulation on joint of forcep was noted "chipped/cracked.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: insulation degradation/deterioration, material degradation/deterioration, other. Conclusion: device failure occurred and was related to event, device failure directly caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.